Manufacturer narrative:
Product complaint # (B)(4). Date sent: 6/4/2020. Additional information was requested, and the following was obtained: what is meant by ¿misfire¿? Please describe the device cleaning technique between firings. Thank you for sharing video. Can more information be provided on condition of tissue during last firing? How was the ¿misfire¿ addressed? What is the current patient status? Misfired reload it means that an error happened while firing and it didn't fired correctly and the tissue was opened. 2-we followed our inservice instructions as putting the device in jar of saline and cleaning the anvils also we used needle to remove the tissues in the jaws. 3-the tissue slips forward and the staples are all malformed 4-the surgeon used the competitor tristaple reload to take an over firing on the misfired part. 5-the patient status is stable.

Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Video summary: video was received. The video show at 00:01 mark a green cartridge fully fired and pan dislodged, at this point the video ends. Based on the video alone the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What is meant by ¿misfire¿? Please describe the device cleaning technique between firings. Can more information be provided on condition of tissue during last firing? How was the ¿misfire¿ addressed? What is the current patient status?

Event description:
It was reported that the stapler misfired in the last part of the pouch in roux en y gastric bypass which affected the time of the procedure and caused bleeding. The surgeon used the competitor product to repair this, the operation time increased 30 minutes. Also the patient is still under observation in case any post op leakage happens from the misfiring. The surgeon took second layer with suture on the misfired part to try to avoid leak.